Manufacturer narrative:
Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported(australia) the patient experienced pain (described as shocking sensation) at the ipg site regardless of stimulation. The patient has stopped using the system about 12 months ago. Surgical intervention was undertaken wherein the scs system was explanted.